Event description:
The pt reported she woke at 6 a.m. This morning and knew her blood glucose levels were high. She checked her blood glucose and her reading was 503mg/dl. She stated her symptoms were "breathing difficulty, tight chest, and thirsty." She immediately injected 4 units of insulin with an insulin pen and later injected 12 more units of insulin. At 9:00 a.m. Her blood glucose reading was still 267 mg/dl and she stated it "should have been much lower with the insulin I took.: her infusion device history showed an occlusion alarm at 5:39 a.m. But she did not think there really was an occlusion as the infusion device did not occlude when she tried a bolus later while disconnected from the infusion site. The pt states she feels the infusion device "just gives any alarm" and "does not distribute the correct amount of insulin." She has been using the infusion device for approx. One month. The pt did not want to engage in comprehensive troubleshooting. She stated "I do not trust this pump and I will not switch back to the backup pump." Therefore, a replacement device was provided. Further attempts to contact the pt for follow up were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. Product replaced and requested to be returned for evaluation.